Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete device information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Correction: d1 and model number have been updated to reflect new information.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2024 wherein the lead was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. Further information requested, but not yet received.

Event description:
It was reported that the patient's lead exhibited high impedances. As a result, surgical intervention may be undertaken in the future.